Event description:
Hold sm 5.12it was reported a medication error with insulin. The clinician initially attempted to program the pump by scanning, then manually programmed it incorrectly. There was patient involvement, but no harm was indicated. Although requested, the customer declined to provide additional details.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.